Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage on pump, but tamper seal appears altered. Event history log review was performed and indicates that the most recent infusion ended early because medication reservoir may have depleted. Investigator's performed delivery accuracy testing. The customer's concern regarding pump ended infusion early was unable to be confirmed although the event log indicates that the customer may have perceived that (the most recent infusion ended after 40 hrs. 20min.). No accessories or disposables used in the infusion system were returned for investigation of the pump ending early issue. Customer's actual fill volumes and the reservoir used are unknown. According to the investigation the average of all delivery tests performed were within manufacturing specification and well within the published specification of +/-6%. Allowing for 6% error at the customers programed rate the pump can complete 100ml infusion up to 2.5 hours early and be within specification. As per legacy operators manual: warning: ensure that the ± 6% system delivery accuracy specification is taken into account when programming the pump and/or filling the cadd¿ medication cassette reservoir. Failure to do so may result in medication in the reservoir becoming depleted sooner than expected. According to investigation, no problem found with the pump.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump "ended infusion early by 6 hours". No reported clinical injury to patient. No reported adverse effects.